Event description:
This rv lead was implanted on (B)(6) 2012 and during the procedure there were low r waves necessitated repositioning the lead. The procedure took place at genesis healthcare system with dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).